Manufacturer narrative:
The suspect device was returned for evaluation. On visual inspection, no bends kinks or offsets identified on the j form at the distal end of the guidewire. The complaint cannot be confirmed as there is no breakage at the distal end of the guidewire. No lot number was provided, so device history record and complaint database reviews were not able to be performed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
It was reported a guidewire broke at the angulation, no consequence for the patient. No additional details were provided.